Event description:
It was reported that the patient with this implantable lead was informed of a broken lead. Boston scientific technical services (ts) discussed about lead replacement. This lead remains in service. No adverse patient effects were reported.